Event description:
Stent did not deploy. Product had patient contact but no patient harm. A new stent was opened to complete the procedure. Company already sent replacement stent. Manufacturer response for tigris vascular stent, (brand not provided) (per site reporter) replacement stent was sent and received.